Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was 419 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer called back the following day and the display did return. Customer was advised the issue was recurring but they declined to receive a replacement.